Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. It was reported in error that the compact air drive device failed pretest for check for safety, check for untrue running and check for general condition. Upon further review of the device evaluation, it was determined that the device failed pretests for check the power with test bench, check triggers for forward / reverse mode, check for air leak and check reverse locking mechanism. During further evaluation it was also determined that the motor power was too low. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
UDI: (B)(4). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance. A review of the service history record indicates that the device was serviced for a condition that is relevant to the current reported condition. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the compact air drive device trigger was blocked, moved heavily and was jammed and the device was dried out indicating a lack of lubrication. It was further determined that the device failed pretest for check for safety, check for untrue running and check for general condition. It was noted in the service order that the device was not working. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.